Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device failed to discharge via electrode pads. Complainant further indicated that the clinician obtained external paddles to continue treating the patient. Subsequently the clinician was still unable to shock the patient after multiple attempts. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing without duplicating the reported malfunction. Review of the activity log does show occurrences of invalid patient impedance. An invalid patient impedance, if detected prior to discharging the selected energy, would prevent the device from discharging the selected energy. However this is not an indication of a device malfunction. The clinical data was not available for review. The device was recertified and returned to the customer. No trend is associated with reports of this type.